Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cce messages were building up on the station, reaching up to 6,000, which was causing delays in order processing. A technical support specialist ran a downtime query, followed the steps outlined in ka medes interface delayed/down notice to restart relevant services, and re-ran the downtime query until the message queue cleared to zero. The customer confirmed that all orders were populating correctly to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system orders were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.